Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis. Analysis found it was unable to confirm reported complaint. Install hand switch into test system. System booted and readied several times. Multiple 2d and 3d images were successful and store buttons functioned as expected. No fault found while under test. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. 2 the pendant was returned to the manufacturer for analysis. Analysis found it was unable to confirm reported complaint. Install pendant into test system. System and pendant boot as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Visual inspection shows light delamination on the face of the pendant. Worn pendant. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant and hand switch were very hard to press. There was no patient involvement.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced pendant and hand switch and performed a system checkout. Imaging system is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.